Manufacturer narrative:
The patient's sample was tested in-house for biotin interference. Based on these results, it was determined that the cause for the discordant result was indicative to biotin interference. In-house test results: neat: 39.21 pg/ml, 1:5 dilution: 39.21 pg/ml, 1:10 dilution 21.06 pg/ml. The instruction for use (IFU) limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis".

Event description:
A false low advia centaur xp ipth test result was obtained by the customer and considered discordant when compared to other pth test methods. There was no known report of patient treatment being altered or adverse health consequences due to the false low ipth test result.